Event description:
On (B)(4) 2012, customer reported that the closed tube sampling (cts) unit on the dxc 880i instrument was leaking, and the instrument was generating "venting" errors. Customer technical support advised customer to disable the cts unit and take off the stoppers. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument the same day and removed the cts blade. Fse found that part of blade was missing. Fse removed the blade wash station and found the missing pieces of the blade on top of the blue tube holder. Fse reassembled the cap piercer with a new blade and wick and homed the instrument. Fse primed the cts wash station and noted that the station overflowed with wash solution. Fse returned on (B)(4) 2012, and replaced the 3-way valve and discovered that the vacuum line had no suction due to a clog in the line. Fse removed the clog and flushed the line with bleach. Fse verified performance. This resolved the issue and no further issues were reported.

Manufacturer narrative:
(B)(4).